Event description:
It was reported while testing with bd bactec¿ fx, instrument bottom, packaged false positive results were obtained in drawers a, b, d, & d. Duplicate and differential tests were performed. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: customer reported false positive issue on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6). No erroneous results were reported to doctors, and patients were not impacted. A bd service engineer checked the ups and power supply which were good. In the night the ambient temperature was only 15 degrees centigrade. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is an unconfirmed failure of a bd product. The root cause is unable to be determined. No new trends, risks, or hazards were identified as a result of the complaint.

Manufacturer narrative:
Medical device expiration date: na. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd bactec¿ fx, instrument bottom, packaged false positive results were obtained in drawers a, b, d, & d. Duplicate and differential tests were performed. There was no report of patient impact.